Event description:
It was reported by service report that the foot-end lift motor could not be electronically lowered to the lowest position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: lift motor housing assembly had a stripped gear.